Event description:
The reporter stated that air bubbles were observed inside the syringe. Some of them were injected into the patient. There was no patient injury or treatment as a result of this event.

Manufacturer narrative:
The sub assembly in question is a syringe (a389m) and is manufactured by medex. This assembly is incorporated into the finished product (sx9620584) by medex medical, a subsidiary of medex. The finished product is further assembled, packaged, and sterilized by medex medical. The returned unit was tested. When tested, fluid leaked out and air entered the syringe in between the piston and the barrel when the plunger is pulled and a vacuum is created. The piston was found to be undersize. The piston is a purchased component for medex and has been forwarded to the supplier for review. This issue is being monitored. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.